Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they having the hard time reading what on the insulin pump's screen. The customer¿s blood glucose level was 99 mg/dl. Customer stated that the display was not clear any more. Customer stated that the insulin pump was neither dropped nor bumped. The customer was advised to discontinue from the insulin pump at the quick release and to revert to the back-up plan. The insulin pump will be returned for analysis.